Event description:
Reprocessed shaver used. When started, metal shavings were visible coming from the shaver. The shaver was replaced with a new (non-reprocessed) shaver. The metal shavings were non-recoverable from the pt. Surgeon flushed to remove most of shavings, but unable to get all out.